Manufacturer narrative:
Approximate age of device - 1 year, 49 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency department following 24 hours of fevers, chills, and headaches. The patient confirmed feeling normal the previous day, however the following day woke up in the morning feeling woozy and associated frontal headache, malaise, body aches (trapezius and bilateral hips), mild nausea with non-bloody emesis that afternoon. No diarrhea or subsequent vomitus. The patient also denied chest pain, dyspnea, sore throat, cough, nasal/ear congestion, lymphadenopathy, drive line drainage/pain. The patient was negative for meningitis. Blood cultures were (B)(6) for (B)(6), which was thought to be a percutaneous lead (driveline) infection. A narrow broad spectrum of antibiotics and vancomycin were initiated. The driveline site noted to look excellent with no trauma. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on heartmate 3 lvas. A direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.